Event description:
Patient had just returned from the restroom. The patient's family was present in the room. A patient care technician (pct) was re-attaching the patient to the crm when some alarms were heard from the crm. Reports state that there was some confusion and buttons were pressed that caused the patient to be shocked. There are conflicting statements as to who pushed the shock button. The patient was not seriously injured.